Event description:
It was reported that after attached with the connector, the catheter was unable to be secured and detached. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed and was determined to be supplier related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned assembled and some use residue was observed on the sample. The distal connector piece was dissected, and a microscopic observation revealed the length of the internal compression sleeve was under specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after attached with the connector, the catheter was unable to be secured and detached. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0644 showed nineteen other similar product complaint(s) from this lot number.